Manufacturer narrative:
A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs compared to an unknown laboratory method. At 2:28 pm the result from the meter was 2.5 inr. This result was obtained after the customer cut themselves shaving and were concerned with the bleeding. At 4:23 pm the result from the laboratory was 15 inr. At 5:00 pm the result from the laboratory was 16.1 inr. The customer's therapeutic range was 2.0 - 3.0 inr. The day before the event, (B)(6) 2019, the customer did not take their coumadin dosage. The result from the meter was reported to the customer's doctor. The laboratory results were deemed correct. The customer held their coumadin dosage for 7 days after the event. At the hospital, the customer had the cut on their ear cauterized. There was no information provided to reasonably suggest that the coaguchek meter caused or contributed to the bleeding. The customer stated that they have changed their diet. No specific details provided. The customer mentioned that they had bruising but did not have to seek any medical treatment for the bruising.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.5 - 3.9 inr): qc 1: 2.8 inr, qc 2: 2.9 inr, qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Medwatch field d4 has been updated.